Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was not working. The customer power cycled the e-100 generator from the back switch with no change. Use of the instrument was discontinued, and it was replaced with a backup, but the issue persisted. The customer continued the case with the erbe. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the e-100 involved with the alleged issue to perform failure analysis. The reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. The technician used a vessel seal extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations to cut/seal about 100 times and the e-100 worked fine without any issue.